Event description:
Pt increased her glucophage due to increased blood glucose readings on suspect device. On event day, she tested her blood glucose as 268 mg/dl on suspect device. About 12 hours later her blood glucose was 247 mg/dl. Pt was admitted to hosp. Pt does not close the vial completely after testing.